Event description:
Complainant alleged that while attempting to cardiovert a patient the device displayed "pacer fault 116", "defib disabled" and "pacer disabled" messages. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.